Manufacturer narrative:
This complaint is still under investigation. Not returned.

Event description:
Too much anteversion/pain. Repositioning of humeral epiphysis and humeral diaphysis. Revision of metaglene screws and osteotomy.

Manufacturer narrative:
DHR analysis (by supplier): the DHR analysis of the batches communicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance. X-ray analysis (by (B)(4)): from the information provided the history of this case is the following: primary delta cta implanted, then revised to a delta xtend, then the delta xtend was revised due to poor positioning of the glenoid. The poor position of the glenoid may have been caused by the fact that the original delta cta glenoid was improperly positioned making the delta xtend revision case difficult. From the delta cta x-ray product development can only state that the glenosphere may have been malpositioned. There are two important points to consider in this case. Whether the delta cta glenosphere was malpositioned or not, a revision case is much more difficult than a standard primary case and the likelihood of malpositioning the glenosphere in the revision case is higher. There is no product failure of the delta xtend reported in this case. No other analysis was possible because the products were not returned. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.